Event description:
As reported to coloplast though not verified, patient was implanted with coloplast altis mesh. Later the patient experienced some problems and the physician is contemplating sling removal. No explant procedure was reported. No subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The report ID not provide any information as to symptoms or implant date. No explant procedure or subsequent treatments and/or therapies were reported. Device not returned.